Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a white crystalline foreign matter clogged the air/water channel. The material is likely simethicone. It was confirmed that there was no deformation of the air/water channels and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported error code e315 on the evis lucera elite gastrointestinal videoscope during an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm. The device was returned and evaluated. Upon inspection and testing, contamination was found in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable event found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing, white crystal contamination was identified within the air/water channel. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.